Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The nurse performed a closed venous cannula puncture operation on the patient according to the operation specifications, and after the operation was completed, the patient reported that the puncture process was more painful. After careful observation of the cannula, the nurse found that the appearance of the end of the cannula was abnormal (black color).

Manufacturer narrative:
Investigation summary: no abnormality is found on process and retained samples, and no similar complaints have been received from other hospitals regarding this batch of products. As the defective samples were not returned, the abnormal condition of the needle cannot be identified, so the root cause of this complaint cannot be determined. The plant will continue to monitor the defect.

Event description:
No additional information.